Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -12.0 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - "the lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault." Should be corrected to "the lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault and elevated iop." In the initial MDR. H6 - health effect clinical code 1937: intraocular pressure increased. Claim#: (B)(4).